Event description:
It was reported that the customer had a motor error alarm during bolus/basal. Pump was exposed to a high magnetic field. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Motor error occurred 2 times in the last 30 days. Customer had a motor position encoder error alarm in the alarm history. Customer does not use the sensor feature on the pump. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit had a constant motor error during rewind due to motor encoder signal out of phase. The unit was unable to perform the displacement test or verify motor position encoder error alarm in the alarm history screen due to motor error alarm. The unit had minor scratched display window and cracked reservoir tube lip.